Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 224 mg/dl. The contact saw that there was no insulin drops coming from the tubing. The contact stated that the pump supplies would be changed. As the contact did not perform a system check with tandem technical support, it could not be confirmed if the tubing was the cause of the occlusion.